Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during the device replacement, the superior vena cava (svc) electrode of the patient's right ventricular (rv) lead fractured. It was also noted that the svc impedance measured none when connected to the replacement device. The svc electrode was programmed off, defibrillation threshold testing was performed, and the lead remains in use. No patient complications have been reported as a result of this event.